Event description:
Reported due to device malfunction leading to difficult removal. The physician attempted closure of an arteriotomy site with the perclose proglide device following an interventional procedure. Fluoroscopy was performed prior to the procedure but the size and condition of the vessel are unk. The site was confirmed to be in the common femoral artery. It is unk if the pt had scar tissue at the site of the groin. Reportedly, the device was inserted without any issues. The physician attempted to retract the needles out of the device but was unable to do so. The operator then attempted to park the foot in order to remove the device but was unsuccessful. The physician then attempted to break the handle of the device in order to retract the needles. This was also unsuccessful. Reportedly, "the physician manually pulled the device out of the pt's groin" and closure was achieved via manual compression. A "small hematoma" developed at the arteriotomy site; however, neither medical nor surgical intervention was required to treat the hematoma. The event did not prolong the pt's hospitalization. The current condition of the pt is unk.